Manufacturer narrative:
Investigation: qn review: no notifications were written for needle assembly batch 6300991. DHR review: needle assembly batch 6300991 had 82 visual inspections performed on 4,100 parts with one defect noted for epoxy dripovers. Investigation results: the photos show one needle with a double cannula protruding from the shield. Possible root cause: a mis-assembly at the cannulation operation causes a double cannula. A needle misses the hub, and falls on to the adjacent needle on the rack. If the operator does not see it, the epoxy cures, and the second cannula sticks to the assembled needle. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles.

Manufacturer narrative:
A sample was not returned for evaluation. Photos of the affected device were reviewed and showed a deformed needle. A review of the device history record revealed the batch was manufactured for 3 shifts completed in 18 hours, as indicated in the batch file, this batch was packed using the bundle of packaged needle 6300991. The needle was not assembled in cuautitlán plant, based on a batch record, corroborates that it was assembled in (B)(6) plant. Conclusion: an absolute root cause has not yet been determined as the complaint is still under evaluation by our columbus manufacturing plant.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the needle went through the blister of a bd¿ hypodermic 27 g needle package, creating a sterility breach. No reported medical intervention or serious injury.